Manufacturer narrative:
A download of the device memory was taken and reviewed by engineering. It was noted that the issue was likely due to longevity calculations taken while the device was operating in two different current bins. It was noted that the device may be switching current bins due to fluctuating impedance measurements and changes in pacing rates.

Manufacturer narrative:
Ten months later, the device was explanted for normal battery depletion. No additional allegations against longevity were noted at the time of explant. Should this device get returned, it will be thoroughly analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, however the longevity changes were due to fluctuations in lead impedance measurements, a slight increase in threshold measurements and/or the current draw mismatch between the device and programmer.

Event description:
Boston scientific received information that this health care professional called technical services to discuss the fluctuation in longevity remaining with this pacemaker. Three months ago the device showed less than 6 months remaining. Now, the device shows 1.5 years remaining.